Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received the alleges that the tracheostomy tube required removal and replacement. It is alleged that after eight days in situ, the tracheostomy tube torn near the flange requiring replacement. No incident related medical sequela was reported.